Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in clinic for routine annual check, noise was noted on rv lead and was reproducible with isometric exercises. Programming changes were made and noise was not reproducible. Patient was stable following the changes and will continue to be monitored.

Event description:
New information received notes that right ventricular lead was capped and replaced on (B)(6) 2019 due to noise and fracture. The patient was stable.